Event description:
The customer's niece reported that last (B)(6) 2013, the customer's adc meter will not turn on when the button was pressed or when the test strip was inserted despite replacing the batteries. On (B)(6) 2013, the customer experienced weakness, lightheadedness and felt faint. Subsequently the customer lost consciousness and the paramedics were called. It is unknown if the paramedics provided treatment. The customer was rushed to the hospital and was injected with an unknown medication to raise her blood sugar. The caller did not know the specific treatments and or medications; however, the caller did mention the customer had severe low blood sugar and was hospitalized for 3 days. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacture date is unknown since the meter serial number is unknown. (B)(4).